Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, episodes of noise were observed on the near-field channel that resembled myopotential. Performing an isometric test and disabling the low frequency attenuation were recommended. The physician decided not to proceed with an intervention. The patient condition was good.